Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer indicates that the catheter was originally placed on (B)(6) 2012. On (B)(6) 2013, the catheter presents crack. The catheter was pulled and replaced on (B)(6) 2013. The pt is healing properly.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.